Manufacturer narrative:
Alleged failure: the unit shut off during a case and would not turn back on. Salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad mainboard, led module. Calibration is also advised. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that loss of image occurred. The procedure was completed successfully using a new light source.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that loss of image occurred. The procedure was completed successfully using a new light source.